Event description:
It was reported the tip of a jagwire detached during a therapeutic procedure. The tip was confirmed as located inside the pancreatic duct with fluoroscopy. The tip came out from the duct by itself after retraction of the catheter. The tip was later defecated.